Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the remote control buttons leak, the angle wire improper adjustment, the angulation down angulation increase, the angulation left angulation increase, the angulation right angulation increase, the angulation up angulation increase, and the ccd module with drive pcb laser filter lifting; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.